Event description:
It was reported that the patient with this neurostimulator started having a return of symptoms of urinary incontinence. Reprogramming was attempted with no success. X-rays were taken, and showed that the lead had migrated too deeply into the foramen. A revision was performed. There were no additional patient complications.

Manufacturer narrative:
Block d2b: additional pro code qon. Block g4: additional premarket / 510 (k) p190006.